Manufacturer narrative:
The device is expected to be received by the manufacturer for further testing.

Event description:
It was reported that a plum 360 device over infused methotrexate to a patient. The pump was reported to have been started at 13:26 at a rate of 24 ml/hr with a volume to be infused (vtbi) of 555. The device was reportedly stopped at 02:00 with total volume infused (vi) of 302.7. The vtbi when the device was stopped was 252. There was no patient harm reported. No additional information is known at this time.

Manufacturer narrative:
Product return date - 7/16/2019. Testing did not confirm the complaint. No probable cause for "pump had over infused on a patient" as the device passed its performance verification testing (pvt).